Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30058263l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 60cc of fluid from the pericardium. The patient was reported to be in stable condition after the pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.